Event description:
An artelon cmc spacer was explanted due to alleged foreign body type reaction with softening of the thumb metacarpal.

Manufacturer narrative:
Additional date: (B)(4) 2007. Investigation based on lawsuit documents filed against artimplant USA, inc. No information supporting allegations of lawsuit currently available.